Event description:
The facility had sent an infusion pump in for service where a baxter service tech had found a failure code 812:02. The facility's biomed engineer stated that the pump was not involved in a pt incident this time or since the last baxter service event. Although an attempt had been made by baxter, info was not available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info and tubing product code and lot number.